Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 & h6. Device evaluation: analysis of the returned device identified: creases flat and opening curved on anterior leak test and microscopic analysis was performed which identified: observed void 1 mm in non-textured, valve-to shell-bond area, striated opening on anterior and posterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.